Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful as the caller was a representative from a competitor who stated he was a physician. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the setscrews on this device are stuck and the leads could not be removed from the device header despite several troubleshooting efforts and two broken wrenches. No adverse patient effects were reported.